Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display was noted. The battery tube spring functioned properly. The pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer gave herself a correction. The customer stated that the display was not blank less than 30 seconds. The customer stated that the screen has been blank for a month. The customer stated that the screen is currently blank. The customer was advised that a battery out limit will occur after the pump is reset. The customer stated that the battery compartment is neither damaged nor corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.